Event description:
The customer's blood glucose was unknown. It was reported that the customer was attempting to change the reservoir in the insulin pump, but the insulin pump would not rewind. The customer stated that there was an open circle on the screen of the insulin pump. The customer also received a low reservoir alarm because she was out of insulin. Assisted customer with clearing the alarm and rewinding successfully. The customer then stated that there was an air bubble in the reservoir. The customer was able to remove the air bubble successfully. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.